Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on coupler unit and image moves upwards out of the picture when optics is tilted upwards. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on coupler unit, the scope cannot be attached smoothly. When the optic is tilted upwards, the image moves upwards out of the picture. When it hangs loosely, the image is in the center. This means that the charged coupled device (ccd unit) is slightly off-center. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head had an issue where the lens assembly is loose. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.